Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise on the pacing and shocking coil that was able to be reproduced with isometrics. The noise was oversensed and lead to pacing inhibition for six to eight beats with asystole greater than two seconds. The rv lead was surgically abandoned five days later and a new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.